Manufacturer narrative:
The baxter technician found the brake casters needed to be replaced. Per the baxter service manual, it is necessary for the envella air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the brakes and steering operate correctly. Check that the casters are in good condition; they do not have cuts, are not worn, and have a good amount of tread. Repair or replace the part as applicable. A search of the baxter maintenance records showed baxter performed preventive maintenance on this bed on april 4, 2025. It is unknown if the facility performed any other preventive maintenance on this bed. The technician replaced the brake casters to resolve the reported event. Based on this information, no further action is required.

Event description:
Baxter received a report stating that envella bed brake casters were not holding. The bed was located at the account and occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.